Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and found that the customer complaint was due to a dislodged cable crimp at the wrist control cable. The crimp, which is housed inside the welded grip, had slipped giving the appearance of a broken cable. However, the instrument passed the electrical continuity test. Failure analysis also identified imprecise motion in the yaw direction as a secondary failure related to the customer complaint. While the grip tips responded to commands, the motion lacked precision, likely due to the dislodged cable crimp. The complaint was confirmed by failure analysis. The probable root cause of the instrument cable crimp is attributed to the instrument experiencing more load than anticipated. The cable crimp can become dislodged due to back-driving of wrist and joggle joints with the insertion axis. Applying excessive force on the instrument shaft and/or tip during handling, insertion, usage (overloading), or removal can also cause the crimp to dislodge.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the fenestrated bipolar forceps instrument (fbf) was not working properly. The specific malfunction was not provided. The procedure was completed with a backup fbf, with no reports of patient injury. Intuitive received the following additional information via follow up: the malfunction experienced was that the instrument did not move in the intended direction.